Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a procedure, a versacross connect for faradrive was selected for use. The procedure was completed without any issues. Post procedure, the patients blood pressure dropped and found to have an effusion. There was a perforation noted on the left atrial roof which was surgically fixed. Initially it was unknown if the event was caused by dilator from the faradrive connect or from intracardiac echocardiography (ice). The physician then confirmed the ice catheter was the cause. The patient was expected to fully recover. Physician confirms that ice was the cause. Drain came out. The device is not expected to be returned for analysis (disposed). It was further reported that the patient has been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a procedure, a versacross connect for faradrive was selected for use. The procedure was completed without any issues. Post procedure, the patients blood pressure dropped and found to have an effusion. There was a perforation noted on the left atrial roof which was surgically fixed. Initially it was unknown if the event was caused by dilator from the faradrive connect or from intracardiac echocardiography (ice). The physician then confirmed the ice catheter was the cause. The patient was expected to fully recover. Physician confirms that ice was the cause. Drain came out. The device is not expected to be returned for analysis (disposed).